Event description:
The manufacturer received information alleging a ventilator service required error code was found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center for evaluation for this issue. During the evaluation it was noted that the error code, permanent failure for the internal battery (e-0193) was found on the device's error log. The manufacturer's service technician evaluated and determined the internal battery had caused the error code to occur on the device. In conclusion, the device's internal battery needs replaced to address the issue. Additionally, during the service of the device, the base enclosure was replaced for physical damage unrelated to the reportable issue. The rubber feet and cable clamp were replaced for missing on the device, which was unrelated to the reportable issue.